Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a loss of image caused by corrosion on the charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the loss of image occurred due to corrosion on the charged coupled device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.